Event description:
It was reported that the ventricular assist device (vad) patient's controller exhibited an electrical fault alarm which immediately stopped spontaneously. The patient was admitted and managed by the pediatric team, the ventricular assist device (vad) coordinator tried to manipulate the driveline (dl) in order to check for any bad dl connection to the controller. A possible cause for the alarm might of been a partial disconnect, however no other alarms have occurred. At this time only close supervision has been recommended. The driveline and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿model #: 1420/ catalog #: 1420/ expiration date: 30-jun-2021 / serial or lot#: (B)(4) UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 23-jun-2020 labeled for single use: (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for the implant date. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial # (B)(6) h6:FDA method code(s):b15, b17 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d15 h6: patient img code(s): g04034 product event summary: the ventricular assist device (vad) ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. Review of the man ufacturing documentation confirmed that the associated device met all requirements for release. Review of the alarm log file revealed one (1) electrical fault alarm logged on (B)(6)2022 at 08:11:27. The electrical fault alarm was due to an open phase on the front stator, resulting in the pump running on a single stator (rear stator only). The alarm cleared at 08:11:36. As a result, the reported event was confirmed. Visual evidence provided by the site revealed discoloration of the driveline cable's outer sheath and damage to the driveline cable strain relief. These are additional observations not related to the reported electrical fault alarm event. Based on historical review of similar events, the most likely root cause of the observed outer sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the observed strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or the handling of the device. A possible root cause of the reported electrical fault alarm event can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.